Event description:
It was reported that a cgm error 42 occurred with the customer¿s device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after following the guidance, the customer successfully started a new sensor session without the error recurring.